Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump turns off without warning, their readings go high and they don't feel well. The customer's blood glucose level was between 300 and 400 mg/dl. The customer reported being in a lot of humidity. The customer inserted a new battery and the display returned. The customer was sent a replacement battery cap and was advised to call back when they received it to complete troubleshooting. Nothing was replaced or returned.